Event description:
Dr. Was beginning a posterior cervical laminoplasty case in [redacted]. He activated the bipolar cautery and noticed smoke, a spark and then a flame come out of the bipolar forceps when he activated the footswitch. When he let off the footswitch the issue resolved. He was holding the tip in the air and nothing on the surgical field ignited. He was using a stryker silverglide reusable bipolar forceps (1.0mm tip, ref# (B)(4), lot#445252, from [redacted] silverglide bipolar forceps #2 tray). The disposable tubing came out of the medline neuro spine pack (#(B)(4), lot 25emg220). The machine was a covidien forcetriad (#[redacted], [redacted]) and was on a setting of 35. The service coordinator removed the machine, bipolar tip, bipolar tubing and packaging from service.